Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device had a malfunctioning keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that the (.), #5, #6, #7, #8, and #9 keys were inoperable, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (.) Key will occur following the selected key's function (for example, when the #1 key is pressed 1 (.) Will be displayed. When in alphabetic mode and the abc key is selected, a will be displayed along with a second audio response, interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.